Event description:
A report was received that, after undergoing a lead revision procedure, the pt had an infection at the lead and pocket sites. The pt experienced drainage at both sites, and the physician explanted the device. The pt was treated with IV antibiotics and was reportedly doing better.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.